Event description:
Boston scientific received information that this right atrial (ra) lead has had multiple lead safety switches (lss) over the last year, indicating out of range pacing impedances had been detected. An insulation issue is suspected based on the lss that have occurred, combined with in clinic impedance measurements that decreased from 550 ohms to 350 ohms when isometrics were done. The lead had also exhibited noise which resulted in inappropriate atrial tachy response (atr) detections. Based on the findings, it was anticipated that this lead would be replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.